Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow sensor of the sorin s5 system generated unstable values during a procedure. There was no patient injury. During follow-up communication, the customer clarified that the pump was set to 2000rpm and when it was increased to 3500rpm, the flow rate did not increase. After several minutes the flow doubled and the rpm had to be turned down. The customer stated that a medtronic adapter was being used with a sorin cp5 centrifugal pump, and hand cranking did not resolve the issue. A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the cp5 with the sorin s5 system and could not duplicate the issue. The unit was returned to service and the customer started using a sorin revolution pump head on the next case. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow sensor of the sorin s5 system generated unstable values during a procedure. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova has determined that the issue was caused by the use of the medtronic adapter plate. Use of non-livanova disposables is not approved in the instructions for use (IFU). The customer used a livanova disposable during the next procedure and did not have further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Issue caused by failure to follow IFU.